Event description:
It was reported that the patient with this device sought medical follow-up due to audible device tones. During interrogation the battery longevity had dropped to 6 percent from the previously recorded 61 percent, six months prior. The device has been confirmed explanted and was returned. No resulting adverse patient effects were reported prior too, nor during the replacement of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device sought medical follow-up due to audible device tones. During interrogation the battery longevity had dropped to 6 percent from the previously recorded 61 percent, six months prior. The device has been confirmed explanted and is intended to be returned for laboratory analysis however not yet received. No resulting adverse patient effects were reported prior too, nor during the replacement of the device.